Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 76% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was used for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.